Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console screen showing a blank flow was not confirmed as the centrimag motor serial number: (B)(6) was not returned for analysis, and no log files were submitted for review. Additional information stated that no products would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 8: ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's centrimag device malfunctioned. The patient flows dropped to zero after a slight cough, but the rounds remained unchanged. The possibility of user error was high, as it was possible that no flow lower limit was set. The issue did not affect the patient who is stable. The console did not alarm. The patient's oxygen saturation dropped by about 10%. The patient was switched to backup device which returned saturation. The flow reading was displayed as a dash even though motor was running. Related manufacturer report number #3003306248-2021-01098.